Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on or about (B)(6) 2006 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in his blood. Update 25 mar 2020 from the op report: "it was readily apparent that the ball was dislodged from the remainder of the stem and the stem had a gross pencil-tip and notched type appearance."

Manufacturer narrative:
An event regarding abnormal ion level and disassociation involving a metal head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient's hip was revised due to excessive levels of chromium and cobalt in his blood and head/ stem disassociation. Provided medical records cannot confirm the event. Additional information, such as primary operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on or about (B)(6) 2006 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in his blood.